Event description:
The customer called for help with her new contour meter. While performing control tests, she received a result of 192 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.